Event description:
Dr was injecting an hiv pt and stuck himself when the safety barrel was difficult to activate. Dr is currently on anti-retroviral medications.

Manufacturer narrative:
Eval summary: the returned sample was inspected for any mfg related defects that could have contributed to the reported condition. The safety shield was also tested for activation forces to determine if the force required to activate was within the product spec. The activation force was found to be within spec. Based on this info, we are unable to conclude if the reported needle stick was the result of a device malfunction or user error. A review of our records indicated that this is the first reported incident on the returned product lot #. There are no significant trends of this product line for the condition reported.